Event description:
It was reported that the lead was capped and replaced due to externalized conductors. There were no adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.